Manufacturer narrative:
A sample has not been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was dull during surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).